Event description:
It was reported the patient's blood glucose rose to 25 mmol/l (450 mg/dl). The pod was worn on the patient's leg for between 25 and 36 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Device was received with corrosion observed on the pcb, batteries, reservoir, linkage assembly, catch beam and mechanism rails. During the investigation, an internal leak was found in the fluid path due to a tear in the soft cannula. Fluid did not successfully pass through the entire fluid path due to this defect. The leak caused fluid to accumulate in the pod and resulted in the observed corrosion. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery. Further inspection under magnification found more damage to the unexposed portion of the soft cannula which could not be confirmed as a leakage source due to the tear found closer to the nail-head. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.